Manufacturer narrative:
(B) (4).

Event description:
The pt experienced increased tone. The pt's referring/managing physician reported a low battery alarm; however, when interrogated over the course of 3 weeks, there was no low battery alarm noted. At pump refill, the actual residual pump volume was 17 ml; the expected residual volume was 2 ml. On (B) (6) 2010, a catheter dye study was performed and revealed a disconnect in the back. The catheter was revised (B) (6) 2010. Following the revision, the physician felt that everything was working well. The pt felt a little better/looser and was seeing his neurologist the first week of february for a refill; there were no alarms. Following the february appointment, it was reported that the pt was doing very well. There were no problems and he was on a lower dose than before the catheter revision. The reporter at that time was not aware of any pump volume discrepancies.